Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced feeling hot in the evening after which their wife found them on the floor. Technical services (ts) reviewed multiple episodes for what appeared to be a ventricular tachycardia (vt) storm. Some of the episodes were appropriately treated with shocks and some exhibited oversensing along with some wavy baseline and small signals. In one of the episodes, therapy was exhausted and it was unknown if those shocks provided were appropriate or not. The physician in the emergency room (ER) noted that this patients electrolytes were noted to be off. This patient was ultimately intubated and had gone to cardiac rehab or physical therapy earlier in the day. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.